Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation appears to be related to challenging patient anatomy, per case details. The reported mitral regurgitation is a cascading event of the incomplete coaptation. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ mixed mitral regurgitation (mr) and restricted posterior leaflet for mitraclip procedure. During the procedure, the first mitraclip was implanted on the central side of the anterior and posterior leaflet 2 (a2p2). The final mr was reduced to 1. On (B)(6) 2025, it was reported that a single leaflet device attachment (slda) occurred and the clip was no longer attached to the anterior leaflet. The mr returned to grade 4+. A second clip was implanted on the lateral side of the anterior and posterior leaflet 2 (a2p2). The final mr was reduced to 1. There were no clinically significant delays or adverse patient sequela reported.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ mixed mitral regurgitation (mr) and restricted posterior leaflet for mitraclip procedure. During the procedure, the first mitraclip was implanted on the central side of the anterior and posterior leaflet 2 (a2p2). The final mr was reduced to 1. On (B)(6) 2025, it was reported that a single leaflet device attachment (slda) occurred and the clip was no longer attached to the anterior leaflet. The mr returned to grade 4+. A second clip was implanted on the lateral side of the anterior and posterior leaflet 2 (a2p2). The final mr was reduced to 1. There were no clinically significant delays or adverse patient sequela reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.